Manufacturer narrative:
As it is unknown which device may have contributed to the reported event, an additional gore® tag® device will be included on this report: tgmr373720j/16429404, UDI (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. It should be noted the conformable gore® tag® thoracic endoprosthesis and gore® tag® conformable thoracic stent graft with active control system instructions for use state the following: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2020, the patient reportedly presented to the hospital with back pain secondary to a suspected contained thoracic aortic aneurysm rupture. On (B)(6) 2020, the patient underwent endovascular treatment of the suspected rupture using a conformable gore® tag® thoracic endoprosthesis (ctag) and a gore® tag® conformable thoracic stent graft with active control system (ctag-ac). A surgical debranching with right axillary-left common carotid artery bypass was performed prior to the procedure. The ctag device was implanted distally and the ctag-ac device was implanted proximally. The left subclavian artery was reportedly embolized, and no endoleak was detected by final angiography. The patient tolerated the procedure. On the same day, upon the patient waking up after the operation, post-operative paraplegia was reportedly confirmed. The physician commented that the patient¿s aorta was ¿shaggy¿ prior to the procedure, but the cause of the paraplegia is unknown. Spinal drainage was performed to help reverse the paraplegia. On (B)(6) 2020, the patient¿s condition was reportedly improved and the drain was removed. A rehabilitation program has been planned.